Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager dilatation catheter noted blood visible in the inflation lumen and a loosely-folded balloon, which is consistent with the reported use of the device and a leak or rupture in the balloon. There was also blood visible on the hypotube, which is consistent with handling. A new indeflator was used in an attempt to pressurize the catheter to rated burst pressure (rpb) when fluid was observed leaking from a pinhole in the balloon above the distal marker, confirming the reported rupture. The balloon did not exhibit any visible traces of mechanical damage (scratches). Scanning electron microscopy (sem) analysis confirmed that there was a leak located along a fold/crease in the balloon with mechanical damage adjacent to the leak. Damage was also observed on the distal marker. The sem analysis concluded that the balloon failure may have been attributed to mechanical damage to the outer surface. There was no report of any leaks noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. However, it is possible that the balloon and marker were damaged/pinched during manufacturing such that upon inflation attempt, the balloon ruptured as a result of the damage, though this cannot be confirmed. Balloon material rupture may be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. No patient anatomical information was provided which may have aided the investigation. There was a kink in the hypotube and outer member 12.2 cm proximal to the guide wire exit notch. However, this damage was not originally reported and likely occurred from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported complaint. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Aquery of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. A definitive cause for the reported balloon rupture along the fold and damage noted cannot be determined. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that during an interventional procedure of an unspecified vessel, the voyager nc balloon catheter was being inflated to 10 atmosphere (atm) and ruptured. There was no reported patient effect. Though requested, no additional information was provided.